Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 35mg/dl, and he was treated with glucagon tablets. Troubleshooting was performed, and the drive support appears to be normal. Reviewed the programming, and the programming was showing the same amount of insulin as shown on the status screen. No further information was provided.